Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser etching was readable. Strong traces of use were visible at the instrument. A device history record review was performed for the affected lot and its components, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions, which could have relevance for the complaint failure were measured and meet the specifications. It was not possible to reproduce the claimed failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Initial reporting facility address added. Phone number is (B)(6). The subject device has been received and is currently in the evaluation process. (B)(4). . PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for (1) impactor f/pfna blade. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4) the patient had extension of anesthesia and excessive bleeding due to the event. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 12th july 2006. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a surgery applying japanese pfna for intertrochanteric femoral fracture took place on (B)(6) 2015. During the surgery, the reported impactor stuck into the blade in question and the surgeon couldn't remove it after inserting the reported blade. The surgery was completed successfully by using spare products which were from the other manufacturer. There was a 60 minute surgical delay. It was reported that the patient had excessive bleeding due to the event. The patient had extension of anesthesia due to the event. There was a 60 minutes surgical delay. The patient is a (B)(6) female and she is recovering properly at this moment. No further information in detail is available at this moment. This complaint involves 2 parts. This report is 2 of 2 for (B)(4).